Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d164vwc implantable cardioverter defibrillator (ICD)  implant date - unknown. (B)(4).

Event description:
It was reported that the lead had high impedance, oversensing, and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the proximal segment of the lead was returned, analyzed, and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.